Event description:
It was reported that the right ventricular lead was explanted due to infection. Vegetation was noted on the lead. There is no allegation that the system or any procedure involving the system contributed or caused the infection. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.